Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that upon a pump refill, it was discovered that the majority of the reservoir contents was still in the pump. It was noted that there had not been any question previously in regards to no response from the therapy. A rotor study was not completed. A catheter dye study was performed. In regards to the catheter, a "break/ tear/ hole" and "occlusion" was indicated. The catheter was replaced. It was further noted that when the pump pocket was inspected the catheter access port (cap) could not be aspirated; there seemed to be damage at the catheter o-ring site, as it was difficult to remove from the pump. Once it was removed, there was cerebrospinal fluid retrieval. The cap was flushed with preservative free saline. A new connecting segment was then replaced. It was suspected that the o-ring may not have been seated correctly. The patient was without injury, and had recovered without sequela following the device explant procedure. It was later reported that the patient experienced "ineffective therapy, baseline spasticity." The cause of the catheter issue was "unclear"; however, there was a suspicion that during the initial implant it was not connected correctly; the physician was however suspecting a problem with the device. The connection was obstructing the flow of the drug. Once the segment was disconnected, "good" backflow from the catheter occurred. The cap was flushed along with a priming of the pump, which demonstrated good flow and the dye study revealed an intact catheter with good dye distribution. Drug delivered via the device was lioresal 2000mcg/ml.

Manufacturer narrative:
Analysis of the catheter revealed indent down in sc (sutureless connector) along with occlusion related complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis results of the returned catheter were not available at the time of this report; a follow-up report will be sent when it becomes available.